Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Pump received with minor scratched display window and cracked case at display window corners. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due customer going into swimming pool while still connected to insulin pump. Customer reported that as a result, insulin pump went blank immediately. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.